Manufacturer narrative:
(B)(4).additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, two (2) stardrive screwdriver shafts threads are stripped and depth gauge for 2.0mm and 2.4mm screws was found broken in set. No patient involvement. This complaint involves three (3) devices. This report if for one (1) depth gauge for 2.0mm and 2.4mm screws this report is 1 of 3 for (B)(4).